Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer¿s blood glucose levels was 26 mg/dl.. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they were on the verge of being unconscious. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was on auto mode at the time of incident. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.